Event description:
The surgeon implanted a collamer plate lens but the foam tip plunger caught the trailing haptic and tore it while the lens was being inserted. The lens was removed in pieces with no patient injury. The nurse stated it was unknown as to why the haptic tore. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.